Manufacturer narrative:
The product was received for evaluation on (B)(4) 2012. The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The battery cover passed the optical inspection.

Event description:
A company rep was advised the pt has experienced consistent hyperglycemia, and it is believed the insulin delivery of the infusion device is too low. F/u was completed with pt's mother on (B)(6) 2012. Mother reported the pt's blood glucose has ranged from 15 mmol/l (270 mg/dl) to above 20 mmol/l (360 mg/dl) since (B)(6) 2012. Mother reported boluses have been delivered to correct hyperglycemia, but she is not sure if the insulin is being delivered correctly. The infusion device is operated by pt's mother and a learning support assistant at her school. Pt experienced increased thirst, nausea, and irritability and felt hot as a result of the elevated blood glucose. Pt's endocrinologist was contacted on (B)(6) 2012 at 11:30 am. The settings on the infusion device were reviewed, and the endocrinologist "raised questions" about the insulin delivery of the infusion device. No further issues were noted during troubleshooting. Mother reported the pt will switch to her backup infusion device. The primary infusion device was replaced and requested for eval. The pt did not require medical assistance from a health professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.